Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2016: product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedance was not determined. No actions were taken or planned and the issue had not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that one of the implants was at normal end of service. When interrogating the device she saw a warning power on reset message. The patient¿s other implant had impedances on the 8-15 contacts that were greater than 10000 ohms. One of the programs the patient was using was on these contacts and the program was eliminated and the patient reprogrammed. The indication for use was non-malignant pain. No patient symptoms reported.